Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 149.5 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the last pump refill occurred in (B)(6) 2018 and since the patient changed physician¿s, they were not aware that the pump was scheduled to be refilled (B)(6) 2019 and rescheduled for (B)(6). The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient had missed the pump refill in (B)(6) as well. It was further reported that the patient stated she ¿beeped out of her mouth and not her belly¿. The patient heard the beep last week (month and year known only) and didn¿t hear anything until (B)(6) 2019. The patient¿s mother was questioning if the beep heard was from the pump. The pump was noted as never having beeped before and the patient wasn¿t currently hearing a beep. It was further described that the noise heard sounded like when you would swipe your credit card if it mad an error. The patient did not have a personal therapy manager (ptm). At the time of the report it was reviewed what the pump alarms sound like; however, the patient confirmed this was not the noise she heard. It was further reviewed that the noise was likely something else in the patient¿s environment. The patient was in a wheelchair, but they didn¿t think the noise was from the wheelchair. The reporter was redirected to follow-up with the healthcare provider. It was noted that the patient was scheduled to have their pump refilled in (B)(6)2019. No patient symptom was reported. No further patient complications have been reported because of this event.